Event description:
It was reported that the customer has an issue with the insulin pump. Customer's blood glucose level was 154 mg/dl. Customer stated that when he scrolls down, it gives him an extreme result. Customer wants to do a voluntary replacement. Customer understands that someone will reach out to him about the release and delivery date of the new pump. Customer called a couple of weeks ago about a problem with scrolling and stated that it goes from the lowest to the highest. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.